Manufacturer narrative:
Part 312.01, lot 7767855: release to warehouse date: august 14, 2014. Manufactured by synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the wire guide was damaged and not functioning properly. The repair technician reported the guide was damaged at the adjustment pin. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: visual inspection of the returned device performed confirmed the condition of a damaged device, which agrees with the reported complaint condition. The knurled tightening nut is frozen (seized) and cannot either tighten nor loosen from the shaft. There are tool marks (post manufacture damage) on the knurled knob indicative of being grasped by another grabbing device such as pliers. There are also tool marks (post manufacture damage) on the hex feature of the mating shaft indicative of being grasped by another grabbing device such as pliers or wrench. The knurled tightening nut is frozen (seized) and cannot either tighten nor loosen from the shaft. Therefore, the reported complaint condition was able to be replicated and confirmed. The returned device was manufactured in august 2014. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The relevant drawings were reviewed during this investigation. The 2.8mm adjustable parallel wire guide (312.01) is a reusable instrument included in the 6.5mm and 7.3mm cannulated screws system and universal locking trochanter stabilization plate (ultsp) system as a means of inserting parallel 2.8mm wire guides. No product design issues or discrepancies were observed. A dimensional inspection relevant to this complaint could not be performed because the features of interest are not accessible (nut internal thread is seized on shaft external thread and unable to separate). A definitive root cause could for the nut becoming seized on the threaded shaft of the returned four (4) year old reusable instrument was not able to be determined based on the provided information. The most likely cause is attempted removal of the nut for sterile processing by unthreading past the limit of the threaded shaft thus leading to a cross threading situation. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon opening a set to do an in-service with hospital staff, it was noticed that the adjustable parallel wire guide was damaged and not functioning correctly. The thumb knob does not spin and operate correctly. There was no patient or surgical procedure involved. This report is for a 2.8mm adjustable parallel wire guide. This is report 1 of 1 for (B)(4).